Manufacturer narrative:
Device return evaluation was completed. The customer complaint was confirmed. The reported problem has been reproduced. The power is turned on however, the screen is not displayed and no image. The issue found to be due to qb board failure. Additionally, scratches on the screen was observed. No additional findings were noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "the image does not appear". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the cause of the phenomenon of ¿no image¿ was that the screen was not displayed due to the defect of the printed circuit (qb) board. Additionally, it was determined that another cause of the phenomenon was that the screen was not displayed due to the defect of the lcd panel. No further information could be obtained, and the causes of the faulty qb board and lcd panel could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.